Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at 3.593mg/day and bupivacaine 3.593mg/day via an implantable pump. The indication for use was spinal pain. The patient reported that they had an MRI today and they went to go bolus an hour later and the ptm (personal therapy manager) indicated the pump was in a motor stall. The patient was redirected to their healthcare provider.